Event description:
Pt reported, a cartridge leaked insulin into the cartridge compartment of the infusion device. This resulted in elevated blood glucose of 400 mg/dl a few hours after the cartridge was inserted. Pt reported, the insulin was visible near the piston rod of the infusion device, and he used a different lot of cartridges provided by a hospital and the issue was resolved. The cartridges were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.